Event description:
It was reported, "a black synthetic linear fiber 5mm in length was found on implant once implant packaging was opened up by medical staff."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrected data: device manufacture date. An event regarding black fiber found on implant involving a triathlon patellar component was reported. The event was not confirmed. Method & results: no device or packaging or the foreign matter were returned. No medical records were provided. There have been no reported discrepancies for the referenced lot. There have been no other events for the reported lot. Conclusions: the reported event could not be confirmed as no device or the foreign matter or photographs were provided for review. Analysis of the subject device, its packaging and the foreign matter is required to complete this investigation to determine the root cause. No further investigation for this event is possible at this time as the device was not returned. If the device and / or additional information becomes available, this investigation can be reopened.

Event description:
It was reported, "a black synthetic linear fiber 5mm in length was found on implant once implant packaging was opened up by medical staff."